Event description:
I ordered aligners and within the first three months had an issue with the fit. The devices wouldn't allow me to close my mouth at night and scratched my cheeks and gums so badly; it hurt to close my mouth when I removed them.